Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the nozzle of the insufflation channel was clogged by translucid chemical residues. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: distal end leak (from the light guide lens); light guide lenses yellowed, and the plastic distal end cover was scratched. Distal end insulation out of standard values; charged coupled device cover lens cracked; bending section cover glues worn out; connecting tube wrinkled; plug unit cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined what the foreign material was beyond translucid chemical material. Due to the leakage of the distal end identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.